Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed a delamination in the diaphragm valve assessed as to adhesive failure. Additional observations: ¿ crease flat observed in the surface. ¿ white particles observed inside of the device. No further actions are required as the device was implanted. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: deflation.